Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a minimum fill notification occurred after filling the cartridge with 300 units of insulin. There was no reported impact to the customer's blood glucose level. In addition, it was reported that resistance was experienced during the fill process. A cartridge change was performed resolving the issue.